Event description:
In 1994, patient was diagnosed with "aseptic hypertrophic non-union of left distal tibia". Surgeon inserted subject nail along with several bolts and iliac bone graft. Nail was noted as broken in 1994. It is unknown if and/or when nail was removed.